Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.7. Hardware: iphone14.7. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s legal guardian that the patient sought medical attention at the school nurse on 20 may 2026 due to elevated blood glucose levels above 300 mg/dl. During activation of a new pod, the patient did not feel the cannula insert into the skin. The pink slide was observed not to have moved forward, indicative of a needle mechanism failure. As treatment, a backup insulin method was administered by the school nurse. The pod was not worn. No further medical attention was required.